Event description:
A patient reported experiencing hypoglycemia while using a surestep meter. Patient has been using the ss meter for about a year. On event date, patient's blood glucose was "hi" on ss meter at 8:00pm but was not experiencing any symptoms. Patient took their normal evening set amount of insulin. At 11:00pm, patient's blood glucose was 197mg/dl on ss meter. Patient decided to take an additional 2u nph without seeking medical advice. At 01:00am the day after event patient could not be aroused from sleep. Paramedics were called and found patient's blood glucose 40mg/dl on their hand held meter of unknown brand. Patient was treated on site with IV glucose. At about 03:00am, patient's blood glucose was 95mg/dl on paramedics' meter and 158mg/dl on ss meter. Patient has been reportedly experiencing sleep problems for two months before this event. No further information has been reported.